Event description:
During a follow, decrease in the sensing value and loss of capture was noted. X-rays revealed a lead dislodgement. The lead was explanted and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.